Manufacturer narrative:
Results: the reported ¿ineffective stimulation¿ was not confirmed. The quattrode leads were returned cut and incomplete. There was instrumentation damage on the outer tubing of both segments. Continuity testing did not identify any anomaly that existed prior to the explant procedure that would contribute to reported ineffective stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 4 leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed multiple high impedances. Surgical intervention is pending to address the issue.

Event description:
Follow up information identified the patient's 4 leads and 2 extensions were removed and replaced with 2 leads from a different model. The patient was receiving effective stimulation post operatively.